Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info was requested on 06/13/2008, 06/19/2008, 06/20/2008, 06/30/2008 and 07/07/2008 by phone, fax and mail. A completed questionnaire has not been received.